Manufacturer narrative:
Initial and final MDR 1903483 - MDR 3003442380-2024-11877 - device 4 of 9.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient's infusion set was fell off during use. The infusion set was in use for less than one day. The blood glucose level was between 54-500mg/dl. The patient replaced the infusion set and insulin was resumed successfully. No further information available.